Manufacturer narrative:
Insulin pump received with no menu button, select, up arrow, down arrow, right arrow, left arrow, return button response due to broken keypad traces. Unable to perform the self test and displacement test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was an issue with the buttons of the insulin pump. The customer¿s blood glucose level was 9.0 mmol/l. The customer reported that the buttons had not been working for a couple of months. The customer reported that the down arrow, back arrow, menu buttons were unresponsive. The customer stated that the button was not unresponsive during an easy bolus attempt. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.